Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant, the patient developed an infection and presented to the emergency room on (B)(6) 2018. No intervention has yet been performed, but the patient would be transferred to another facility for system removal. The patient was reported to be stable.

Event description:
New information reported that the system was removed on (B)(6) 2018. The patient was stable.